Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope tested positive for an unexpected light skin contamination per micro testing results. The issue was found during a routine culture of the scope. The user did not report any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.